Manufacturer narrative:
A review of the manufacturing lot build database for the reported lot# 3340329 (mfg. 10/2016) showed 1480 units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. User facility/importer number - 2300460000-2016-8069 date of this report - 12/20/2016 report sent to FDA - yes 12/20/2016 location where event occurred - hospital report sent to manufacturer - yes 02/08/2017 upon FDA request, this report is being resubmitted electronically.

Event description:
Medsun report received concerning separation/blood leakage event with one 42645-06 transpac IV mtg. Kit. The medsun report describes the event as follows " ..arterial line pulled apart distal to the syringe. There is no connection at this area (tubing separated) . Patient found with moderate amount of blood dispersing from the line. Complete blood count (cbc) test to be sent to check hemoglobin/hematocrit.". There were no adverse patient consequences, outcomes. Additional information and device return status although requested has not been responded to.